Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the executive processor board which corrected the issue, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is unknown.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was generating error codes 2 and 55. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country, event site postal code - 75013), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: h6(component codes). Additional information: (B)(4).